Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. However, it was found that all conductors had blood/body fluid (not obstructed). (B)(4) the full lead was returned and no anomalies were found.

Event description:
It was reported that during the implant procedure, a stable position was not found for the left ventricular lead and it could not be positioned. This lead was removed and a second lead was attempted. This lead was also not stable and was removed. A different lead was implanted. No patient complications have been reported as a result of this event.